Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left anterior descending (lad) coronary artery that was heavily tortuous, heavily calcified and 90% stenosed. During deployment of the 3.0 x 38 mm xience xpedition, a dissection occurred. Another xience xpedition was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.